Event description:
It was reported that during a da vinci-assisted ventral hernia repair surgical procedure, the 8mm force bipolar instrument had a loose hinge and the instrument was removed along with the trocar. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the 8mm force bipolar instrument involved with this complaint to be returned for failure analysis. However, as of the date of this report, the instrument has not been received. A review of the instrument log for the force bipolar (471205-06/n1020726-0231) associated with this event has been performed. Per logs, the force bipolar was last used on (B)(6) 2021 on system sk1399. The instrument had 6 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the last procedure was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the force bipolar instrument had a loose hinge with no evidence or claim of mishandling or misuse. The instrument had to be removed along with the trocar. The instrument's pin was likely dislodged which prevented the instrument to be removed through the trocar. This could result in the pin falling inside the patient's anatomy. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable.